Event description:
It was reported that the blood pressure reading of multiple aiqca cuffs were different compared to spacelabs nibp arm cuffs during use. Staff moved cuffs to different fingers and switched cuffs on the same side of the brachial cuff but continued to have issues. Cuffs were connected to a hemosphere. No patient information provided other than patients has afib or aflutter. There were no patient injuries. Amount of malfunctions experienced by site requested but unknown.

Manufacturer narrative:
The device was discarded after the case. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. The lot number was not provided thus a device history record was not reviewed. No corrective actions will be taken at this time. Per the instructions for use it states, do not apply finger cuff or cuffs on a hand or a finger when a second blood pressure measurement device is actively monitoring on the same arm or hand or finger. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
A clinical evaluation was completed on a photo taken during the event. One monitor photo was reviewed. Image confirmed 2 differing blood pressure values: 141/75 and 90/37. Unable to determine the accuracy of either value without the full clinical picture. An adult cuff (aiqca) has been tested and shown to be accurate on fingers with circumferences ranging from 43 to 71 mm. It also has been tested and shown to be accurate when compared to blood pressure measurements from an arterial line. However, an in depth investigation to confirm device functionality or potential manufacturing issue could not be performed since the device was not returned. An image was provided for evaluation but the reported event was not able to be confirmed. As such, based on available information, a definite root cause is unable to be determined at this time. A product risk assessment was initiated to address the increase of occurrence. Current risk mitigation(s)/control measure(s) include 100% visual inspection, 100% electrical test and qa sampling inspection.